Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The overall baseline gender characteristics is male; the age of the patients was 67 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿cryothermal atrial linear ablation in patients with atrial fibrillation: an insight from the comparison with radiofrequency atrial linear ablation.¿ journal of cardiovascular electrophysiology. 2020; 1-8. Doi: 10.1111/jce.14420. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication during a procedure using a cryoballoon ablation catheter. There was one patient who experienced ¿gastric hypomotility.¿ the patient recovered after medical therapy was administered. Of note, multiple patients/multiple methods/multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers/methods/manufacturers. The status/location of the cryoballoon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.